Event description:
The manufacturer received information alleging a ventilator service required with a red screen condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required with a red screen condition occurred on a trilogy evo ventilator. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the service technician notes that the device arrived with a ventilator service required condition. No reportable device malfunction was noted, or error code was found in the device's error log. There is no documentation listed as to the root cause of the ventilator service required error. The service technician states that the device needs to be cleaned. Additionally, the service technician notes that the device failed in test but there is no indication to the nature of the failure, or a failed test sheet attached. The evaluation notes contradict that statement and list that the device passed operational testing, evaluation testing, repair testing, quality inspection, and packaging testing along with a passing repair test sheet. The following components were replaced due to contamination or cosmetic issues: trilogy evo detachable battery pack, particulate filter, trilogy evo blower bellow seal, trilogy blower mount, trilogy evo cooling fan assembly trilogy evo fan retainer, trilogy evo machine flow sensor, trilogy evo air inlet foam filter, trilogy evo muffler assembly, trilogy evo system printed circuit assembly (pca) tubing, trilogy evo blower chasses tubing, trilogy evo fio2 tubing, and trilogy evo low flow o2 tubing. If more information becomes available at a later date, a supplemental report will be filed. At this time, a final report will be submitted.